Event description:
Report rec'd indicated balloon ruptured during inflation. The intended target lesion was the left renal artery. The lesion had 90% stenosis. Is not known if the lesion was predilated and no other vessel/lesion characteristics were available. The stent delivery sys (sds) was advanced towards the lesion without and anomalies reported and the balloon was inflated at the lesion site. However, the balloon ruptured during its inflation at unk atmospheres. The stent was not fully deployed. Therefore, the sds was retrieved and another balloon catheter was used to deploy the stent successfully. Post stent deployment showed excellent vessel blood flow and no adverse consequence to the pt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg qual plan (mqp). This review was extended to subassembly and the review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. The stent delivery system (sds) had been returned for eval and testing, however the failure analysis report is not complete. Add'l info will be sent within 30 days upon receipt.